Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. Investigation: samples received: 12 unopened race packs. Analysis and results: there is one previous complaint of the same code-batch regarding other issue. We manufactured and distributed in the market 3,168 units of this code-batch. There are no units in our stock. We have received 12 closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 3.16 kgf in average and 2.83 kgf in minimum (ep requirements: 1.79 kgf in average and 0.91 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with monosyn suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported that the while closing a knot, the thread has split. The reporter indicated that during a veterinary surgery, the surgeon tried to close the knot and the thread has split.